Event description:
A ventilator was returned to the manufacturer for evaluation. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The system board needs to be replaced to address the issue. During the evaluation of the device, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board and internal battery needs to be replaced to address the issue. During the evaluation of the device, foam degradation was observed and contamination to the flow sensor assembly. The foam and flow sensor assembly needs to be replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported a ventilator was returned to the manufacturer for evaluation. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The system board needs to be replaced to addresss the issue. During the evaluation of the device, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board and internal battery needs to be replaced to address the issue. During the evaluation of the device, foam degradation was observed and contamination to the flow sensor assembly. The foam and flow sensor assembly needs to be replaced to address the issue. The coding has been updated to reflect the fsn for sound abatement foam degradation.